Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15748. The patient reported he has not used or charged his scs system in approximately 18 months. The patient indicated he stopped using the system because it was no longer providing relief. The patient may pursue surgical intervention to have the system explanted. However, the sjm representative is to meet with the patient in order to attempt reprogramming of his scs system.